Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/20/52015-device evaluation:the pump has been returned and evaluated by product analysis on 07/02/2015 with the following findings: the keypad was found to be torn below the up arrow button. The up arrow was found to be unresponsive. All of the other keypad buttons responded appropriately during testing. The keypad was removed and there was evidence of moisture found under the up arrow button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.